Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the buttons of adc freestyle libre reader work intermittently and "sound of reminders does not work correctly". Customer was therefore unable to check his glucose and experienced symptoms of "shaking, hot, headache, stomachache and could not walk". Customer was treated with sugar by a non-hcp at school. No further treatment was reported. Customer further reported that the medical event occurred several times in a month; however, he did not provide further information. There was no report of death or permanent injury associated with this event.